Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another device. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿130mg/dl¿ with the subject meter and a result of ¿20mg/dl¿ on another device within 30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes by taking x3 injections of epidra and x1 injection of humalog insulin per day and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged inaccuracy occurred they developed symptoms of ¿sweating, incoherent and weak.¿ at this point the result of ¿130mg/dl¿ was obtained on the subject meter. Shortly after this the patient ¿fainted¿ and was taken to the emergency room (e.r.) By the emergency medical services (ems). The patient¿s blood glucose was measured on the e.r meter and the result of ¿20mg/dl¿ was obtained. The patient was treated with IV glucose by a healthcare professional as a result of this. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to perform a control solution test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.